Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 20. On (B)(6) 2023 , loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and increased sensitivity. No further patient complications were reported.